Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the defective response button switch was the rear button cable was creased. The root cause for the open cable could not be positively identified no adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.